Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a femoral vein in the right groin was attempted using a proglide device with a 8.5f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, the device was successfully deployed and knot was advanced; however, when the sutures were going to be cut, the whole suture with an intact knot came out of the vein. Hemostasis was achieved by figure eight suturing and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.